Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplant surgery due to unspecified issues. All the components were removed and a new aus was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to it was not working, however, the specific issue is not known. There were no further patient adverse effects and patient had a good outcome.